Manufacturer narrative:
An investigation is in progress for returned product received on january 27, 2023.

Event description:
Loose cord inside me - vagina [foreign body in reproductive tract] . Loose cord inside me - tampon [device breakage] . Case narrative: consumer reported via e-mail that a loose cord was found inside her. No serious injury reported.

Event description:
Loose cord inside me - vagina [foreign body in reproductive tract] loose cord inside me - tampon [device breakage]. Case narrative: consumer reported via e-mail that a loose cord was found inside her. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Loose cord inside me - vagina [foreign body in reproductive tract]. Loose cord inside me - tampon [device breakage]. Case narrative: consumer reported via e-mail that a loose cord was found inside her. No serious injury reported.